Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the balloon on an intraclude catheter burst due to a needlestick puncture. Per information provided: the patient underwent robotic mv repair with a non-edwards annuloplasty ring. A 16 fr cook sheath was used and cannulation performed percutaneously. After the aortotomy was closed. A tee showed sam. A decision was made to replace the ring with a larger ring. The intraclude was repositioned, antegrade cardioplegia administered, cpb resumed. The annuloplasty ring was explanted. During insertion of the valve sutures for the new non-edwards ring the anterior needle stick popped the intraclude balloon. The balloon pressure dropped from 365mmhg to 100mmhg. A decision was made to do a traditional cross clamp and antegrade needle. Fluid was drawn back from the intraclude balloon and returned blood confirming to the surgeon that the balloon was punctured by a needle. When the intraclude was removed as far as the team could tell all pieces of the balloon were present. There was no difficulty with repositioning the intraclude, or with antegrade delivery or stability of the balloon, until needle rupture. The patient was discharge on pod#7 the intraclude is expected to return.

Manufacturer narrative:
H3: customer report of "balloon on an intraclude catheter burst due to a needlestick puncture" was confirmed. Device was returned with visible traces of blood. Balloon inflated but failed to maintain inflation due to a pin hole leakage. Balloon had a small slit/pin hole approximately 1.5mm in length. All through lumens were found to be patent without any leakage or occlusion. No other visual damages or abnormalities were found. Engineering task has been opened and assigned for further investigation. Updated section: d9, g3, g6, h2, h3, h6 type of investigation.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. The complaint is confirmed through product evaluation of returned device. Based on the information received, the balloon puncture was caused during insertion of valve sutures. The anterior needle stick popped the intraclude balloon. Procedural factors most likely contributed to the failure. There is no evidence to suggest an edward's manufacturing non-conformance.